Event description:
It was reported by the patient that they experienced pain while treating with the spinal pak device. The patient had a lumbar fusion. The patient stated that she is having pain in her back. The patient is placing the electrodes 2 to 3 inches apart from the incision. The pain started in (B)(6) and the back was hurting worse. The pain is getting worse daily. The pain is below the skin. The patient rated the pain as a 9 on a scale of 1 to 10, with 10 being the highest. The patient contacted her doctor who advised her to contact the company. The patient has not done anything different. The patient has not increased her daily activity. The doctor goes to pain management, and she takes percocet 7.5/325 and that is not working. She takes one pill 3 times a day. The patient stopped using the stimulator yesterday because her pain was at 10 and the patient could barely walk. Today the pain level is a nine. The patient is using the unit 24/7. Zimvie customer service representative told the patient to keep the unit off for a couple of days. She will resume treatment by doing the time test. The patient will call back with an update. No further consequences have been reported.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported by the patient that they experienced pain while treating with the spinal pak device. The patient had a lumbar fusion. The patient stated that she is having pain in her back. The patient is placing the electrodes 2 to 3 inches apart from the incision. The pain started in july and the back was hurting worse. The pain is getting worse daily. The pain is below the skin. The patient rated the pain as a 9 on a scale of 1 to 10, with 10 being the highest. The patient contacted her doctor who advised her to contact the company. The patient has not done anything different. The patient has not increased her daily activity. The doctor goes to pain management, and she takes percocet 7.5/325 and that is not working. She takes one pill 3 times a day. The patient stopped using the stimulator yesterday because her pain was at 10 and the patient could barely walk. Today the pain level is a nine. The patient is using the unit 24/7. Zimvie customer service representative told the patient to keep the unit off for a couple of days. She will resume treatment by doing the time test. The patient will call back with an update. No further consequences have been reported.

Manufacturer narrative:
. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Manufacturer narrative:
Corrections: d1: brand name, d2a: device common name, d3: manufacturer, d4: model number, g4: PMA number, h6 product and evaluation codes. Additional information - a patient information this follow-up report is being submitted to relay corrected information based on UDI related data quality updates only.

Event description:
It was reported by the patient that they experienced pain while treating with the spinal pak device. The patient had a lumbar fusion. The patient stated that she is having pain in her back. The patient is placing the electrodes 2 to 3 inches apart from the incision. The pain started in july and the back was hurting worse. The pain is getting worse daily. The pain is below the skin. The patient rated the pain as a 9 on a scale of 1 to 10, with 10 being the highest. The patient contacted her doctor who advised her to contact the company. The patient has not done anything different. The patient has not increased her daily activity. The doctor goes to pain management, and she takes percocet 7.5/325 and that is not working. She takes one pill 3 times a day. The patient stopped using the stimulator yesterday because her pain was at 10 and the patient could barely walk. Today the pain level is a nine. The patient is using the unit 24/7. Zimvie customer service representative told the patient to keep the unit off for a couple of days. She will resume treatment by doing the time test. The patient will call back with an update. No further consequences have been reported.